Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) was not configured correctly. A field service engineer reconfigured the srm and recovered the storage space and tested functionality. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager refrigerator door failed and would not open. The customer rebooted the station; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.